Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was ambulated two and a half hours later and the site was normal. In 2000, a 3cm right groin pseudoaneurysm with a large amount of clot was diagnosed. Ultrasound guided compression was performed without resolution. In 2000, a thrombin injection was given to close right common femoral artery pseudoaneurysm. In 2000, ultrasound guided compression was applied for 20 minutes without resolution of pseudoaneurysm. In 2000, a repeat thrombin injection was given and the pseudoaneurysm closed. A scan was performed of the region which revealed a second area of flow medial and slightly peripheral to the pseudoaneurysm. Another thrombin injection was given at this site. In 2000, the pseudoaneurysm reformed. In 2000, a sonogram revealed that the pseudoanuerysm was stabilizing, but still remained. In 2000, resolution of a right groin hematoma with no arterial flow. No further complications were reported.